Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1020978. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be outside of the acceptable range. Based on these results our engineers were able to determine that the root cause, for the observed leakage, is the result of a manufacturing error. Due to variance in the auto line's swage process it is possible of the machine to manufacture components that are near to or exceeding the upper limit for cavity depth, which can result in a crack forming in the body of the adapter during the insertion of the metallic wedge. To prevent this issue from occurring in the future our facility has narrowed the window of acceptable variation in the swaging depth.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood from the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the child after admission to the indwelling venous indwelling needle, blood collection and transfusion, and intravenous indwelling needle puncture success are found in the process of blood after blood collection needle tube within the last bubble, found no clear reason, after collecting enough blood, to look for bubbles reason with prefilled wash pipe type catheter preflushed syringe, found that blood flow from the needle body, hence to pull out the needle, the indwelling vein needle was replaced."